Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the serial number is unknown, and also the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the self-activation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during preparation of a biopsy procedure, it was identified that the pistol had a failure in the latch and the cocking was at the second stage but it immediately fired without being triggered. There was no patient contact.